Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system became unresponsive after attempting to close the emitter detail value page. After clicking "close" multiple times, the navigation system closed the window. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.